Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The additional armada 18 device referenced is filed under separate medwatch report number.

Event description:
It was reported that the procedure was to treat the superficial femoral artery (sfa) with heavy calcification and 80% stenosis. The 6x60 and 6x40 mm armada 18 percutaneous transluminal angioplasty (pta) catheters were prepped per the instructions for use. The 6x60 mm armada was inflated to 8 atmospheres and ruptured on the first inflation. The 6x40 mm armada was inflated once and ruptured at 8 atmospheres. Another armada 18 was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.